Event description:
Provider states that the right recline cable has snapped. Provider states when he pulled the cable out only a part of the cable came out and the ends were frayed.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.